Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported that for three years, manufacturing representatives in the area claimed this particular hcp was the only one having difficulties, while instructing hcps to use "microdosing" to cover up the faults of the pump. The engineers "refused to be honest" with the hcp, and refused to allow him to assist in correcting the problems. Thus, the hcp switched to a new pump (from a different manufacturer), which allowed flow rates 10-40% less than the previous pump. A manufacturing representative reported that the hcp alleged problems like over-infusion and suspected drug leaking from the septum. The hcp had seen slides that showed drug leaking from the septum. Therefore, he was "sure he knew why" and insisted on getting a list of all changes made to the design or materials for the pump in the last five years, and he was subsequently provided with this. The hcp was "unimpressed" and felt they were hiding things from him. He claimed the manufacturer did not want to know his ideas and were "covering up" for the pump. The hcp had given his patients with the pump a letter stating that it is at risk for malfunction, and they should consider replacing it with a pump from a different manufacturer. This caused many patients to panic and go to the emergency room (ER). When asked to return the pumps for analysis, the hcp claimed it would be fruitless because he did not trust the manufacturer to be truthful. If additional information is provided, the event will be updated.